Event description:
It was reported that on the day of activation, the pt didn't show any hearing response. The pt was re-implanted in the contralateral ear.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.